Event description:
Clinician reports: infection in a site where membragel was placed, 3 implants placed and 2 of the 3 implants failed, indication was sinus augmentation, has not yet determined whether the issue relates to membragel, membragel was the only change in her typical procedure.